Manufacturer narrative:
(B)(4). Date of follow-up report : 02/25/2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : 01/26/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic pancreatectomy, the device did not activate but an end tone, indicating a complete seal cycle, was provided by the generator in use. The device activated as intended on the next sealing attempt, but failed to activate during the third attempt. The surgeon stopped using the device and opened another device of the same type to successfully complete the case. There was no patient injury.